Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was exhibiting a fault code at a routine follow-up exam. Due to the nature of the fault code, cpi's technical services department recommended that the ICD be replaced.